Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/01/2016 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found a crack/physical damage on the front enclosure and the battery lock clip was bent. A review of the platform's archive data was performed and found no faults. The display iss was observed upon turning on the platform. A connector on the processor board was cleaned and the lcd cable was reseated. After repairing the display issue the autopulse platform ran for 5 minutes using the lrtf mannequin (equivalent to (B)(6) patient). No other fault found. The ap platform passed functional test. Based on the investigation the damaged front enclosure and bent battery lock clip were replaced. In summary, the customer's reported complaint of the platform's display screen flashing and data was distorted with unreadable data, was confirmed when the device was powered on during investigation. To remedy the display issue the connector on the processor board was cleaned and the lcd cable was reseated. The platform passed final functional test.

Event description:
It was reported that the autopulse platform's (s/n (B)(4)) display screen was flashing and the data was distorted and unreadable. This occurred when the platform was turned on during a routine shift check. There was no patient involved with this event. No additional information was provided.